Event description:
The pt reported communication and charging issues between the implant and the external equipment. An advanced bionics rep performed device eval. The problem was confirmed. The pt was explanted and reimplanted with a new advanced bionics spinal cord stimulator.